Event description:
In 2002 the end-user called medtronic minimed and stated that patient was hospitalized due to high blood glucose level. On august 5, 2002 maersk medical a/s/ received the complaint and 1 used tubing.